Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin 1g in one bag (frequency and duration not reported) and intravenous fortum 1g once a day (duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient¿s fluid is clear and the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.